Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to have ¿become end firing¿. The procedure was completed with a second fiber. Patient outcome: ¿ok¿.

Manufacturer narrative:
Description updated, other relevant history added, device available for evaluation updated, device codes added, device evaluated by manufacture updated, evaluation codes added. Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at the output window; the metal cap exhibits mild detritus adhesion on metal surface; there is misalignment of the metal cap output window with the red stop sign; the metal cap is loose within the outer flow tubing; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the outer flow tubing exhibits minor scratch marks. This would cause reduced vaporization efficiency. Probable root cause: based on the device analysis, the product complaint "end firing" could not be confirmed; cap wear was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information: first fiber: 32,044 joules used and 5:38 minutes expended. The fiber tip was cleaned during the procedure.